Event description:
A consumer reported that the airfloss power flosser caught on fire. Clinical assessment results determined that no injury occurred. However, it is reasonably possible that serious injury could occur if this event were to reoccur. The case is being conservatively reported.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.